Event description:
It was reported that the patient experienced many low voltage alarms. The patient reports sleeping on the mobile power unit (mpu). Upon visual inspection, a crack was noticed in the swivel nut of the black lead. Patient is stable and the battery clip contacts were verified for integrity.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient experienced low voltage alarms was confirmed via review of the log file. However, the reported crack in the swivel nut of the black lead was not confirmed as the system controller (serial number: pcx-10553) was not returned for analysis, and no photos were submitted for review. A review of the submitted log file (b5111425.log) showed 240 events spanning approximately 5+ days (08 may 2022 ¿ 13 may 2022 per timestamp). The pump fixed speed and low speed limit (lsl) were set to 9400 rpm and 9000 rpm, respectively, and the pump maintained speeds above the lsl throughout the log file. Low voltage advisory alarms were intermittently active throughout the log file when the system was supported by battery power due to the rsoc voltages on the black and white power cables measuring 1.8-1.9v and 1.3-1.4v, respectively. This is due to battery depletion, as the batteries were used 12-14 hours before the low voltage advisory alarms were activated. The alarms cleared when the 14v batteries were exchanged. No other notable alarms were active in the log file, and pump operation was unaffected. The system controller (serial number pcx-10553) was not returned for evaluation. Per account information received on 06jun2022, the reported alarms were resolved without exchanging equipment. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As the system controller will not be returned for further analysis, this complaint file will be closed without further action. If the product is returned later, the complaint file will be re-opened. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 02apr2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. The heartmate ii patient handbook tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on 06jun2022 that the alarms resolved without any equipment being exchanged.